Event description:
Patient presented to the clinic after feeling the patient notifier (pn). Patient reported receiving a hv therapy on (B)(6)2010 and then felt the pn. Upon interrogation, the device was found to be in bvvi reset mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was found to be in backup vvi (bvvi) when it was received. The device memory image showed that the device entered bvvi when it delivered the first therapy hv shock on (B)(6)2010. The device's functionality was tested; no anomalies were detected. The device met all specifications. An x-ray inspection detected no anomaly. The cause of the bvvi was not determined.